Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: (date: (B)(6) 2026), the patient underwent endovascular treatment of av shunt using the gore® viabahn® endoprosthesis with heparin bioactive surface. During the procedure, the deployment line was broken during deployment, which led to the failure of deployment. The device was withdrawn successfully afterwards. Patient didn't experience adverse consequences.

Manufacturer narrative:
Update d9: date device returned to manufacturer. Update h6: code c19 - the manufacturing records were reviewed; the device lot met all pre-release specifications. Update h6: code d15 and code d1102 - the primary reported failure of partial deployment was confirmed by the engineering evaluation. The returned device was missing the deployment knob, the part of the deployment line, attached to the knob, which broke off, and the endoprosthesis was partially expanded. A loose deployment line at the transition and partially deployed inner zipper with bunching was observed, though deployment continued with traction at the endoprosthesis so the zipper bunching did not affect the device¿s ability to deploy. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the failure mode could not be established with the available information, including device evaluation. A secondary failure mode of broken deployment line was confirmed by the engineering evaluation. The deployment knob with part of the deployment line was not returned, indicating the deployment line had broken. It was reported that resistance was felt during deployment and that the user continued to pull more and the deployment line broke. The vsx device instructions for use warns against forcefully pulling the deployment line as this can lead to breakage of the deployment line. The cause of the failure mode is determined to be unintended use error. Gore® viabahn® endoprosthesis with heparin bioactive surface instruction for use (IFU) states: forcefully pulling the deployment line, especially if excessive resistance is encountered, may result in bowstringing, inaccurate placement, or breakage of the deployment line leading to inadvertent, partial or failed deployment of the endoprosthesis, which may require additional endovascular procedures or surgical intervention.